Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2023. On (B)(6) 2023 that about 6 months post procedure the stent (subject device) fractured and the device deficiency contributed to adverse event of parent artery stenosis (at the control arteriography, there is a 70% distal stenosis of the segment of the artery where the flow diverter was placed. Due to prosthesis deformation and neointimal hyperplasia). The adverse event is still ongoing. The adverse event is not related to the procedure, other stryker devices, and dapt (dual anti-platelet therapy). No additional information available. Update: received additional information on 03-aug-2023 sated that this adverse event had a probable relationship with the subject flow diverting stent. The current condition of the patient is modified rankin scale (mrs) 0 at 12 month follow up. Also, received clarification regarding prosthesis deformation was received, it means (prosthetic) implant deformation. No treatment required. Further information was received on the 29 aug 2023 stated that there was no issue during the procedure, continuous flush was maintained and the anatomy was not tortuous. The possible reason for stent deformation was the stent and the possible reason for neointimal hyperplasia was the stent. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no report of packaging damage prior to preparation of the device. No action/treatment taken with regard to maintaining continuous flush throughout the procedure. Evolve fd was successfully implanted, covering the neck of the aneurysm. Duration of procedure was 72 min. The relationship to the event with subject device is probable. The current condition of the patient is modified rankin scale (mrs) 0 at 12 month follow-up. Clarification regarding prosthesis deformation was received, it means (prosthetic) implant deformation. No treatment required. Further information was received on the 29 aug 2023 as follows; there was no issue during the procedure, continuous flush was maintained and the anatomy was not tortuous. The possible reason for stent deformation was the stent and the possible reason for neointimal hyperplasia was the stent. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent broken/fractured during use¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2023. On (B)(6) 2023 that about 6 months post procedure the stent (subject device) fractured and the device deficiency contributed to adverse event of parent artery stenosis (at the control arteriography, there is a 70% distal stenosis of the segment of the artery where the flow diverter was placed. Due to prosthesis deformation and neointimal hyperplasia). The adverse event is still ongoing. The adverse event is not related to the procedure, other stryker devices, and dapt (dual anti-platelet therapy).